Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reports last night took charger off and realized not in the right spot for how much charging power used. Pt states he tried a different plug however will not charge. Pt states on charger looks like empty battery with triangle and plug. Caller states will not charge to the wall either. They were advised to check connections for damage. Pt states this happened before and did last years, maybe 4. Pt states some of the rubber is not wrapped around either. Pt states a year ago this happened and was the same exact issue. The issue was not resolved through troubleshooting. Patient was also advised to reset recharger. Pt was going to do so and see if this helps with charging. Pt called back and reported that they received the replacement dtc, but that their recharger (insr) is still not charging as of last night. Pt said they tried in three different outlets and did a reset of the insr, but the screen is completely blank. It was noted that after receiving the dtc and insr still does not power on after reset. Pt said they thought they were getting a 37751 after the previous call.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Analysis of the 37751 recharger (rtm) (B)(6) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.